Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. Reportedly, the cartridge was filled with cold insulin. Recommendation was made by tandem's technical support to prime the tubing to remove the air or to change the cartridge. The customer's blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a manual injection.